Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had low reading because it had a value of 70 in the beginning of the procedure without medication. The user concluded that the reading was incorrect because the patient was awake. The customer reported that there was no patient harm.

Manufacturer narrative:
Evaluation summary one sample was received for evaluation and the reported event of the device had low bis reading was not confirmed. Visual inspection of the sensor showed no anomalies. The device failed to meet specification as it was received or made available for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.